Manufacturer narrative:
(B)(4)

Event description:
It was reported that alerts for possible lead issue and low, out of range, high voltage lead impedance were observed via remote transmission. The patient showed true vt that was successfully terminated. A week later, the patient went into vf and passed out by the time the ambulance arrived. During the ambulance trip to the hospital, the patient was externally defibrillated multiple times and the rhythm was not converted. The patient was given chest compressions until an epinephrine injection was given that converted the patient's rhythm. The patient rhythm was stable and the patient was intubated and transferred to the ICU. Upon interrogation, alerts for possible lead issue, aborted therapies, therapies unsuccessful, and low hv lead impedance were observed. The lead was capped and replaced. Patient is doing well.